Event description:
In this event it is reported that x-smart protaper introc.eur won't hold files. Failure found before use on patient. No injury occurred.

Manufacturer narrative:
After inspection of device, head assembly, cartridge, head cap and bearing retainer replaced.